Manufacturer narrative:
Date of event: (B)(6) 2018. Date of manufacture: 19dec2018. Serial number is unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a crossover circuit fault. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Rec'd by MFR: 29mar2019. The philips field service engineer (fse) confirmed reported a problem of a crossover circuit fault. The field service engineer (fse) identified there was a loose connection at solenoid 1 and the fse reseated the connection. No parts were replaced in the repair of the device. The device passed testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.